Manufacturer narrative:
During the quality investigation, the reported failure could not be duplicated. The device functioned according to specifications; it was cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker micro oscillating saw was sent in for repairs because the blade was "popping off". No further info was provided. There was no pt involvement and no adverse consequence was associated with the event.